Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter while stapling the stomach during a laparoscopic sleeve gastrectomy, the reload misfired. Another loading unit was used to complete the case. There was no patient injury.